Event description:
Pace medical was notified on march 30, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that the output voltage was too low. The device was examined and the complaint was confirmed. The device was re-calibrated and final tested. The pacemaker passed all tests. It was returned to the customer. Reason for fault: unknown, device needed re-calibration.